Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began sometime in (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient reported exercising 4 times a week after a doctor's visit in (B)(6). The patient reported developing symptoms of "shaky and sweatiness" sometime after the alleged issue began. The patient reported visiting their doctor's office one month ago, where they were advised to increase their metformin dose from "2 to 4" and take one dose of pioglitazone. The patient reported obtaining a blood glucose reading of "299mg/dl" on the subject meter, one hour before contacting lfs. At the time of troubleshooting the cca confirmed the correct test strips were being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the alleged product issue began.